Event description:
It was reported that during a reinfusion of autologous blood the pt's temperature increased from 36.9 degrees celsius to 39 degrees celsius. The reinfusion was discontinued and the doctor prescribed a gram of paracetamol. The drain fluid was cultured and there was no growth.